Event description:
It was reported via interdepartmental helpline solutions tracker that customer was receiving threshold suspend alarm often through the night when blood glucose was not low. Customer also reported that infusion set was too long. Customer was advice of shorter infusion set. Customer reported that she would call back regarding infusion set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.